Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, after successfully establishing intravenous access using a 24gy intravenous catheter for the patient, a pre-filled syringe needle was connected to the heparin cap end. Observation revealed slight leakage at the heparin cap site. Upon inspection, the heparin cap was found to be securely tightened, with leakage occurring along the side of the cap. The heparin cap was immediately replaced.

Manufacturer narrative:
Investigation results: no abnormality is found in process and retained sample, no similar complaints have been received from other hospitals about this batch of products. The root cause of the leakage after prn tightening cannot be determined because the defective sample is not received for analysis and confirmation. The plant will continue to track and monitor the defect.

Event description:
No additional information.